Event description:
It was reported that thresholds have increased since implant. Lead dislodgement was suspected. Additional information was obtained and confirmed high threshold on the lead and loss of capture was also noted. Further information reported the right ventricular lead had positioning/fixation difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however the outer insulation was breached cut, the lead was stretched, the inner insulation was kinked/ buckled, and blood was noted on the helix mechanism and proximal conductor (not obstructed); the full lead was returned and analyzed.